Manufacturer narrative:
Corrected data: d6a.

Event description:
Healthcare professional reported "swelling and pain". Ultrasound identified deformation. Subsequently, implant rupture has been identified. Device has been explanted and replaced. Patient treated with antibiotic.. This relates to the left side

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on radius side assessed, as unidentified (tear) opening and missing piece of shell assessed, as inconclusive. Shell thickness within specification. Pain: unable to observe, as it is a medical event .not related to the device. Deformation: no observed, deformation on the device. Edema: unable to observe, as it is a medical event. Not related to the device. Additional observations: brown particles observed, on the surface of the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, "swelling and pain". Ultrasound identified, deformation. Subsequently, implant rupture has been identified. Device has been explanted and replaced. Patient treated with antibiotic. This relates to the left side.

Manufacturer narrative:
Continued. H6. Health effect f15 recognized device or procedural complication a review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe since it is not related to the device. ¿ deformation: unable to observe since it is not related to the device. ¿ edema: unable to observe since it is not related to the device. Additional observation: ¿ red biological tissue observed on the surface of the shell. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "swelling and pain". Ultrasound identified deformation. Subsequently, implant rupture has been identified. Device has been explanted and replaced. Patient treated with antibiotic.. This relates to the left side